Event description:
It was reported to philips that the device was disabled. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device failed a test. The reported issue was resolved following a subsequent self-test. The device was evaluated and the resolution was confirmed by a member of the asp team. The device was returned to full functionality following a subsequent self-test. It has been concluded that no further action is required at this time.